Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for her friend's mobile system.

Event description:
Customer reported low blood glucose symptoms with result of 5.1 mmol/l obtained on the mobile system. Customer tested on her friend's mobile system and result was 2.1 mmol/l within 10 minutes. Customer's friend treated her with coca cola and "glucotab." No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.